Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radiofrequency programmer head were returned for service. It was also requested that there be a test and calibration. According to follow-up the programmer head was not able to be eliminated as a possible source of the telemetry failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported phenomenon of telemetry failure and replaced the head's cable. (B)(4).